Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2018-00456 thru 3012447612-2018-00459.

Event description:
It was reported that a pedicle screw was difficult to install during surgery and the tip of one driver broke while attempting to install the screw. Once the driver was removed, the tulip of the pedicle screw disassembled from the shaft. Two drivers started to shear while trying to remove the screw shaft, but the screw shaft could not be removed and remains implanted. There were no reported patient impacts outside of the remaining screw shaft. This is report two of four for this event.

Manufacturer narrative:
Additional information: (ethnicity). The returned screwdriver was evaluated. The tip was found to be twisted and fractured. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The patient was reported to have hard bone which could have created a situation in which greater than usual forces were applied to the screwdriver causing it to twist and fracture.

Event description:
It was reported that a pedicle screw was difficult to install during surgery and the tip of one driver broke while attempting to install the screw. Once the driver was removed, the tulip of the pedicle screw disassembled from the shaft. Two drivers started to shear while trying to remove the screw shaft, but the screw shaft could not be removed and remains implanted. There were no reported patient impacts outside of the remaining screw shaft. This is report two of four for this event.